Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that the infusion of rbc was started on patient, when going into room to get 15-minute vital signs, I noticed blood on the floor. I opened the alaris IV channel and saw the blood was leaking from inside the pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.